Manufacturer narrative:
(B)(4). Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure performed on (B)(6), 2015. According to the complainant, the stent was placed to treat a malignant 3.5cm lesion in the left main stem bronchus. Reportedly, the patient¿s anatomy was not noted to be tortuous and had been dilated prior to the procedure. During the procedure, the physician began to deploy the stent; however, only the distal end of the stent was able to be deployed. The physician pulled the yellow ring and noted that the catheter bowed. The stent was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.